Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain and elevated metal ion levels. Update 25 sep 2018 (B)(4) has been re-opened under (B)(4) due to receipt of pfs and medical records. In addition to what previously alleged, pfs alleges pseudotumor, metal wear and metallosis. After review of medical records, operative findings cloudy fluid throughout the hip, pseudotumor with greenish-grayish membrane, very mild corrosion at the trunnion and anteversion cup. Doi: (B)(6) 2008; dor: (B)(6) 2013; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.